Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the mitraclip was stuck on the atrial septum during removal. It was reported as an overheard, general comment that a mitraclip had previously become stuck on the septum and was pinned with an atrial septal defect occluder. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the lot number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for reported entrapment of device or device component in this incident could not be determined. The reported foreign body in patient is due to the clip becoming caught on the septum (entrapment of device or device component), and thus related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.